Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient being implanted with a neurostimulator (ins). It was reported that during new scs implant the emg readings spiked whenever the ins was in the pocket. A lead and ins were implanted. When they tested lead with a wireless external neurostimulator (wens), it was fine, when they connected lead to ins and ins was outside of the pocket it was fine. When they put the ins into the pocket the emg readings spiked. Hcp left the lead disconnected from ins in the pocket and will return in a couple weeks to connect lead to ins. Ts reviewed that placing the ins into the pocket may have caused the lead tails to twist slightly and causing the lead paddle to move slightly. Ts reviewed that the issue may resolve after lead paddle has time to heal into place. No further complications were reported. (B)(6) 2020, (rep) additional information was receive from the rep. It was reported that the cause of spike in emg readings was not determined and the issue was not resolved. The surgery was pending reschedule. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Continuation of d11: product ID 3550-29, lot# unknown, explanted: product type accessory, product ID 3550-29, lot# unknown, explanted: product type accessory, h3: analysis of the ins found insignificant anomalies and that it was functionally okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the rescheduled date for surgery was (B)(6) 2020. The rep reported that at the rescheduled surgery, the battery was switched out. The patient continued to have elevated spikes wit her emgs initially but had resolved at the end of the case.